Event description:
It was reported that the patient experienced a burning sensation and sensitivity near the implantable neurostimulator (ins) pocket site. The patient also felt cramping. The patient also noted that the trial system "worked better" than the implant, but she still received a 50% reduction in symptoms. The patient also reported feeling relief in the legs, but not in the back. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).